Event description:
It was reported that he was giving the device with no info. One device will be returned.

Manufacturer narrative:
Clips. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed, and no anomalies were noted during the mfg process.